Event description:
It was reported that BD Q-SYTE CLOSED LUER ACCESS PORT foreign matter- hair.During the product assembly process, the production staff detected the following deficiencies:1. Particle contamination: The presence of orange particles inside the body of the device and hair trapped in the junction.2. Manufacturing defect in the joint: Unit presented with the body detached, without evidence of adhesive.Attached to this email, I am sending the evidence corresponding to each of these cases for technical evaluation. Our priority is to understand the root cause of these deviations in the production line.Could you indicate how many parts were identified/defected? - In total there are four units, 2 with orange particles, one with hair and one detached.Were the parts identified in the same box/packaging? - Same box.Could you confirm the date of the event? - 13/7/2026.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.